Event description:
During the procedure, a fluid leak occurred. After placing the sheath, saline began to leak from the hemostasis valve. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8f swartz braided introducer sheath was received for evaluation. The sheath was tested for leaks. An aspiration vacuum leak test was conducted; no air aspirated into the syringe. A pressure leak test was also conducted; no leaks were noted. The sheath was flushed with fluid and an 8f dilator was inserted and successfully advanced through the entire length of the sheath assembly with no resistance or functional anomalies noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.